Event description:
Patient reported ¿diagnosed with alk-anaplastic large cell lymphoma. [Patient] is going to have chemotherapy. [Patient] stated the lymphoma is in [patient] lymph nodes and breasts.¿ pathological markers confirming alcl have not been received. This record is for the right side. Please see MFR 9617229-2018-05388 for the left side.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Patient reported ¿diagnosed with alk-anaplastic large cell lymphoma. [Patient] is going to have chemotherapy. [Patient] stated the lymphoma is in [patient] lymph nodes and breasts.¿ pathological markers confirming alcl have not been received. This record is for the right side. Please see MFR 9617229-2018-05388 for the left side.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
The reason for reoperation was "been diagnosed with alk anaplastic large cell lymphoma." The events of alcl and "breast lump" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician additionally reported [patient] presented to the breast team with right axillary and breast lump. Patient presented with severe fatigue and weight loss; as well as incoercible pruritus. In order for the diagnosis and staging investigations to be completed, [patient] underwent the aforementioned right axillary lymph node biopsy, a bone marrow aspirate and trephine was performed. Pathological markers confirming alcl lymphoma have been received. Alcl additionally found in the bone marrow. Patient diagnosed with stage ivb alk negative. There was capsular involvement described as "elsewhere within the capsule, there are clusters of necrotic tumour cells." Treatment received "started on choed chemotherapy; of which [patient] received a total of 6 cycles (21 days cycles). The response assessed by pet-CT was suboptimal, therefore [patient] has required escalation to brentuximab treatment. [Patient] will receive cycle 4 of brentuximab, with a view of autologous stem cell transplant if the response has been good."